Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. Unable to determine the cause of the event.

Event description:
It was reported that the patient underwent a tlif at l5-s1 using interbody device with rhbmp-2/acs and posterior instrumentation. The patient was hospitalized for lower back spasms approximately 6 weeks post op. No neurological deficit was detected. X-ray and CT scans showed that the cage had moved posteriorly and appeared to be compressing the l5 nerve root. The patient underwent a surgical revision approximately 7 weeks post op to adjust the cage and insert two pedicle screws for stabilization.